Manufacturer narrative:
Correction: e1: reporter information updated.

Manufacturer narrative:
Information regarding reporter requested, not received.

Event description:
It was reported during the permanent implantation of scs system, dural tear occurred. Upon doing the laminectomy to insert the paddle lead, physician noted that there was little to no separation between the dural layer and the ligament layer in his spine. Physician attempted to separate the layers but was unsuccessful and caused a small tear in the dura. The dura was sewn shut, and duraseal was used to close the small tear.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.